Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a coronary artery bypass grafting procedure the device was not clamping the clips flat all of the way. Some blood was able to leak before clamping closed on subsequent firings with the same device. Another like device was also used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p94h0g. Device analysis: the analysis results found that the mcs20 device was received empty and with 1 clip malformed inside a plastic bag. In addition, the tyvek (r4009p) form another device was returned along with the instrument. After the last clip is used, the instrument is designed to lock out. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. Upon inspection, the jaws were noted to be loose relative to the clip track; it is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.